Event description:
A falsely elevated advia centaur cp troponin ultra (tni-ultra) result was obtained on a patient sample. The elevated troponin result was considered discordant when compared to the patient's serial test results. The customer repeated the same sample that was initially elevated on the original instrument an on an alternate test method and the results were both lower. A corrected report was issued to the physician. Additional troponin ultra (tni-ultra) serial testing was performed on the patient at another site with an advia centaur cp and there were no discordant results. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur cp troponin ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection and performed a total service call. The cse performed a 120 troponin sample replicate run and did not observed any falsely elevated advia centaur cp troponin ultra (tni-ultra) results or system errors. After evaluation of the instrument and instrument data, the cause for the discordant advia centaur cp troponin ultra result is unknown. The customer's quality control results were within range at the time of the non-reproducible result. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.